Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt ECG "c&d" cable was cut and the cable was missing. The root cause for cut cable was physical abuse.

Event description:
A us distributor returned an electrode belt during investigation into an unrelated, non-reportable death and a reportable malfunction was found.